Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion. It was noted that the patient had not received any shocks and no programming parameters had been modified. The device will be monitored until the next follow up in three months and is planned to be explanted and replaced. No patient complications have been reported as a result of this event.